Event description:
On (B)(6) 2014, the patient underwent treatment. The patient¿s anatomy was minimally tortuous. During the procedure, it was reported strong resistance was felt upon delivering the hyperglide balloon catheter. Once the balloon was in the intended location, an attempt to inflate the balloon was made, but the balloon did not inflate. The balloon was removed from the patient and the guidewire was observed to be protruding from the proximal side of the balloon. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The balloon catheter was returned for evaluation with a guidewire protruding from the hub. The guidewire was found protruding from the catheter body at approximately 150.0cm from the hub for approximately 7.2cm. The catheter was examined and the tubing material at the distal end exhibited stretching and rupture. The catheter was flushed with water with water and blood exiting from the distal end. The distal segment measured to be approximately 9.5cm. Upon further examination, the balloon subassembly was found to be elongated at approximately 2.9cm to 3.5cm from the distal end and also from 3.9cm to 7.1cm from the distal end. The balloon subassembly was found to be stretched for approximately 3.7cm. The distal segment was soaked in water for one day in an attempt to remove blood from within the balloon subassembly. The distal segment was then flushed with water. However, blood still remained within the balloon subassembly. Due to the condition of the balloon subassembly the balloon inflation and deflation test could not be performed. Note: as noted in the balloon IFU (instructions for use), the balloon should always be deflated with the guidewire remaining beyond the catheter tip in order to minimize aspiration of blood into the lumen. Blood may enter the catheter lumen during extensive guidewire manipulation, or if the guidewire is extended beyond the catheter tip and a strong vacuum was pulled on the syringe to deflate the balloon. Also, per the IFU: the occlusion balloon system is a single lumen balloon catheter that requires the insertion of the 0.010 guidewire to occlude the central lumen to allow inflation of the balloon. When the distal 10 cm platinum coil tip of the guidewire is advanced to or past the catheter tip, it occludes the inflation holes allowing the balloon to inflate through catheter sideholes. The balloon system is dependent upon the 0.010 guidewire for balloon inflation. (B)(4).

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the balloon catheter has not been returned for analysis and the guidewire will not be returned as it was discarded; therefore, the event cause could not be determined.(B)(4)